Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronics. Unable to perform idle current test, run current test, self test, off no power test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. The insulin pump had a cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had blank display. Blood glucose was 391 mg/dl. Customer treated high blood glucose with manual injection. Customer reported that when she got up the insulin pump was not on. Customer reported that they changed to 3 different batteries, the insulin pump still will not turn on. Customer stated that she has a tiny crack on the lower left side of the screen. Customer is not calling back after receiving a new battery cap. The insulin pump will be returned for analysis.